Event description:
After successful stenting of the left internal carotid artery, post dilatation of the stent was performed. After post-dilatation with an unk balloon, the pt's blood flow became slow and the pt developed an ischemic stroke with symptoms of hemiplegia on the right side. The blood around the target lesion was suctioned, and the pt was treated with an intravenous drip. One month later the pt had recovered, with almost all symptoms gone. As per the physician, the angioguard filter basket was unable to catch the debris completely and this might have lead the pt to a stroke. However, it should be noted that the IFU for the angioguard epd states that "if distal perfusion of dye is significantly reduced or no dye is perfusing past the distal marker band, the angioguard xp emboli capture guidewire may have reached its maximum capacity to contain emboli." The IFU recommends the exchange of the angioguard device to a new one if this occurs. This was not performed in this case. The product is not available for eval and testing as it remains implanted. Additional info will be submitted within 30 days of receipt.